Event description:
It was reported that during a supply change on an ilet system, a leak was observed between the connector and the tubing during the fill tubing process, which the contact attributed to the tubing not being tightened; the user replaced the connector and proceeded, and blood glucose was affected with a reported high of 369 mg/dl for approximately 2 hours, without back-up therapy or ketone testing. Symptoms included hyperglycemia without acute clinical effects. Outcomes included temporary impairment that did not require medical intervention or hospitalization. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed a leaking connector at the tubing interface, with lot numbers provided for the connector and infusion set. It was concluded that the event was consistent with a device component connection issue that resolved after replacement, and user guidance was provided on proper assembly to prevent recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.